Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has been experiencing extreme pain for the past month around the ipg site whether the stimulation is turned on or off. The patient reports she has fallen frequently but is unable to recall if she fell on the ipg site. Follow up information identified the patient is receiving effective stimulation. The physician verified the ipg is implanted close to the skin and therefore is painful. Surgical intervention may be pending to address this issue.